Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code is sold internationally. It is sold in the us under a different product code.

Event description:
This complaint is related to (B)(4) ((B)(4)). After the revision surgery on 2012, it was reported that the patient had dislocation repeatedly several times, and then had dissociation of the head on (B)(6) 2018. Thus, the revision surgery was performed on (B)(6) 2018 by replacing the head and the liner. The patient is (B)(6) years old, male. This was the revision surgery of (B)(4) ((B)(4)). No further information was provided by the hospital. Doi: 2012; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.